Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer mentioned that she had a lot of scar tissues and it was hard for her to find a area where she can insert her infusion set. Customer inserted a infusion set in her abdomen and got a blood. Customer inserted another infusion set and she went to eat dinner and then she felt sick and throwing up, that time she decided not to used her abdomen and switch to her arm or back. The insulin pump was not returned for analysis.